Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. No moisture or corrosion damage was noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was exposed to moisture. Blood glucose value was 84 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.